Event description:
It was reported that a 66-years-old female (51 kgs) patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade. It was reported that error 6150 occurred after insertion during completion of initialize. The issue was resolved by changing the sound star eco catheter to another one. The customer¿s reported system error displayed with the sound star eco catheter is not considered to be MDR reportable since the catheter is inoperable , since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. It was also reported the patient suffered a cardiac tamponade. The physician's opinions on the relationship between the event and the product is that the thermocool® smart touch® sf bi-directional navigation catheter came out of the left atrium (la), so it might have been damaged when reinsertion. No abnormalities were observed prior to use or during use of the thermocool® smart touch® sf bi-directional navigation catheter. Additional information received indicated the failure of the sound star eco catheter predated cardiac tamponade issue. There is no further information about the hospitalization and if any additional intervention was performed. Follow up has been conducted to request additional information about the event. Should additional information become available this complaint will be reassessed accordingly.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Please note, the lot number reported by the customer (30800044ll) is not recognized as a valid lot number. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-dec-2022, additional information was received indicating drainage was performed but blood pressure was not recovered so surgical treatment was performed with pacemaker insertion. Patient was reported to be fully recovered. The reason for the extended hospitalization was patient request but not for treatment for the issue. Other relevant medical history was provided which included breast cancer/after oophorectomy, hyperlipidemia, paroxysmal atrial fibrillation. Event occurred during transseptal phase, however, ablation had already been performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The correct settings were selected on the smartablate generator and the pump was controlled by generator normally. Visitag parameters for stability were range: 3mm, time: 3 sec, force over time (fot) 25% and tax size: 2. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-nov-2022, additional information was received indicating the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was related to patient condition; the catheter came out of the left atrium (la) so this might have been damaged when reinsertion. A smartablate generator was used during the procedure. An rf needle was used for the transseptal puncture. Error 6150 message was observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard, vector and visitag. Additional filter used with the visitag was force over time (fot). Color options used prospectively was tag index. Device investigation details: additionally, the lot number for the thermocool® smart touch® sf bi-directional navigation catheter was provided as 30800044l. Since the lot number was provided, a manufacturing record evaluation was able to be performed for the finished device 30800044l number, and no internal action related to the complaint was found during the review. Since the lot number was provided, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Still no product has been returned, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).